Manufacturer narrative:
The device will not be returned for eval. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that helium loss alarm occurred after iab insertion. The iab was inserted for 1 minute prior to helium loss alarm. Iab placement was checked and determined to be ok. Two other iab pumps were used; same problem was encountered. Helium volume was reduced to 35 cc, & iab was replaced; problem still occurred using all pumps. Another brand pump was used, and no more problems were encountered. There were no reported pt complications.